Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure involving a stent. During the removal of the device, the edge came into contact with the stent, resulting in the stent being elongated. Another balloon was utilized to restore the stent to its original length, and it was successfully deployed. There were no reported injuries to the patient.

Manufacturer narrative:
H11: as the lot number for the device was not provided a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation the investigation of the reported event is currently underway. Section a through f- the information provided by bd represents all of the known information at this time despite good faith efforts to obtain additional information the complainant reporter was unable or unwilling to provide any further patient product or procedural details to bd.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3 section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure involving a stent. During the removal of the device, the edge came into contact with the stent, resulting in the stent being elongated. Another balloon was utilized to restore the stent to its original length, and it was successfully deployed. There were no reported injuries to the patient.